Event description:
A malfunction with code "malf 24" was reported, and it was advised to replace the pump as the issue could not be reset. There was no reported impact on the customer's blood glucose level. The customer was provided with a replacement pump by tandem technical support, instructed on storage and return procedures, and recommended to contact a healthcare professional for backup insulin therapy. The replacement pump would be delivered without a signature requirement, and training for the updated software would be available in the customer's source account.